Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, company iol was implanted in both eyes. Post-operative uncorrected visual acuity was recorded as 0.9 in the right eye and 0.8 in the left eye. Patient was experiencing impaired vision in the left eye, describing a distinct clouding that improves slightly when looking past it, causing a tilted head position. The right eye remains unaffected. Upon conducting a slit lamp examination, the surgeon observed a vertical, extensive clouding on the lens of the left eye, approximately 1.5 mm wide and 5 mm long, likely on the front of the iol. Lens remains implanted in the patient's eye. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the lens was explanted and replaced with company lens of same model and same diopter in a secondary procedure.